Event description:
The pt reported that on (B)(6) 2010, he felt very sick and had impaired vision and his blood glucose measured "hi" on his blood glucose monitor. He placed the infusion device in the stop mode and then e4 (occlusion) error was displayed. He believes the error was displayed too late. He changed the infusion site and programmed a 200% temporary basal rate increase and bolused 18 units of insulin. At 1:30pm his blood glucose measured 457 mg/dl and he bolused 10 units of insulin, at 2.30pm his blood glucose measured 197 mg/dl and he bolused 6 units of insulin, and at 6:15pm his blood glucose measured 102 mg/dl. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.